Event description:
It was reported the patient's blood glucose level (bg) rose to 27 mmol/l (486 mg/dl) with ketones of 2.9 mmol/l while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. The patient was not able to lower the blood glucose levels with bolus corrections and had to go to the hospital. Symptoms reported include vomiting and that patient had trouble eating. The patient was treated with intravenous insulin and medication to help to avoid vomiting. The patient was released after 3 days. The pod was discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.